Manufacturer narrative:
Additional information. Through follow-up, it was learned that a zxr00i0215 serial number (B)(4) was implanted into patient's left eye. Serial #: (B)(4), catalog #: zxr00i0215, expiration date: 5/13/2021, (B)(4). If implanted, give date: (B)(6) 2016. Manufacturing date: 5/13/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number 9614546-2017-00073. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation. The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had a refractive lens exchange on both eyes. The patient had a bilateral symphony lenses implanted. The patient's visual acuity post operative is 20/20 on both eyes, with no refractive error, and she has excellent distance and near vision. However, when driving at night patient says she gets extreme disabling halos and starbursts around oncoming headlights. She is now about three months postop. The physician tried low dose pilocarpine 1%. This reduced the halos and starbursts but reduced her contrast. Turning on the vanity light in the car is minimally helpful in reducing the halos and starbursts. Patient is very happy with the far and near vision but dislikes the halos and starbursts. Physician notes the patient is on the fence about whether to explant the lenses. However, there is currently no secondary surgery/medical intervention scheduled. No further information was provided. This report will capture the symfony lens implanted on the right eye and a separate report will be filed for the left eye.